Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and a bolus was delivered to address the bg level. The cause of the high bg was not known. The pump supplies were changed. A pump system check was performed using the current supplies on the pump and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.